Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock, as well as storage of an untreated episode approximately one month post implant of the electrode. Noise was easily reproducible with arm movements. Ts discussed the potential of device migration and discussed the option of performing an x-ray for review of system placement. The position of the device was reviewed and was noted to be more horizontal compared to the implant procedure, when the placement was more vertical. Further review of the x-ray noted that the electrode appeared to have moved slightly. The patient was noted to suffer from twiddler's syndrome and has a history of twiddling the device. Ongoing twiddling of the device was suspected. The physician reprogrammed the device to a single therapy zone and reprogrammed the primary sensing vector. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock, as well as storage of an untreated episode approximately one month post implant of the electrode. Noise was easily reproducible with arm movements. Ts discussed the potential of device migration and discussed the option of performing an x-ray for review of system placement. The position of the device was reviewed and was noted to be more horizontal compared to the implant procedure, when the placement was more vertical. Further review of the x-ray noted that the electrode appeared to have moved slightly. The patient was noted to suffer from twiddler's syndrome and has a history of twiddling the device. Ongoing twiddling of the device was suspected. The physician reprogrammed the device to a single therapy zone and reprogrammed the primary sensing vector. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.it was reported that an additional inappropriate shock was delivered due to ongoing oversensing of noise. The patient was admitted to the hospital. The noise was suspected to be related to potential myopotentials. Further discussion was had regarding the potential movement of the system and the option of obtaining updated x-rays was discussed. The physician planned to get a new set of x-rays and have the patient follow up in clinic after discharged. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.it was reported that updated x-rays were obtained, however, noted nothing new. Programming changes were made to the sensing vector and monitoring will be continued. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock, as well as storage of an untreated episode approximately one month post implant of the electrode. Noise was easily reproducible with arm movements. Ts discussed the potential of device migration and discussed the option of performing an x-ray for review of system placement. The position of the device was reviewed and was noted to be more horizontal compared to the implant procedure, when the placement was more vertical. Further review of the x-ray noted that the electrode appeared to have moved slightly. The patient was noted to suffer from twiddler's syndrome and has a history of twiddling the device. Ongoing twiddling of the device was suspected. The physician reprogrammed the device to a single therapy zone and reprogrammed the primary sensing vector. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that an additional inappropriate shock was delivered due to ongoing oversensing of noise. The patient was admitted to the hospital. The noise was suspected to be related to potential myopotentials. Further discussion was had regarding the potential movement of the system and the option of obtaining updated x-rays was discussed. The physician planned to get a new set of x-rays and have the patient follow up in clinic after discharged. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock, as well as storage of an untreated episode approximately one month post implant of the electrode. Noise was easily reproducible with arm movements. Ts discussed the potential of device migration and discussed the option of performing an x-ray for review of system placement. The position of the device was reviewed and was noted to be more horizontal compared to the implant procedure, when the placement was more vertical. Further review of the x-ray noted that the electrode appeared to have moved slightly. The patient was noted to suffer from twiddler's syndrome and has a history of twiddling the device. Ongoing twiddling of the device was suspected. The physician reprogrammed the device to a single therapy zone and reprogrammed the primary sensing vector. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.